Event description:
It was reported that a large volume infusor leaked. This was further described as ¿the cap (end of the line white and blue part) had detached resulting in the elastomeric deflating and floating in solution. The issue was identified at the hospital before use. The device contained flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 16, 2021 - november 17, 2021. H10: the device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed that a portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.